Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. It was last used in a procedure on nov 10th it was last reprocessed on nov 10th. It was sampled immediately after reprocessing. The deice was no used after sampled and was quarantined after being tested positive. It was reprocessed on (B)(6) 2023 before being sent to olympus. The scope was stored in drying cabinets where it was isolated and hung in room temperatures after testing positive. The customer provided the cds process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/ suction channel with a suction pump. Manual cleaning was performed within one hour after the procedure and the detergent used was matrix which was manufactured by whitley. The deice passed the leak test. The instrument/suction channel, suction cylinder and instrument channel port were brushed. The device was rinsed before manual disinfection. The disinfectant used was matrix manufactured by whitley and the channels were flushed with sterile water. The scope was dried using compressed filter air and was stored after reprocessing in a drying cabinet. Olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus) of ecoli and also gram negative bacilli. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifier: (B)(6).

Event description:
To clarify the scope was sampled twice. On september 8, 2023 the scope tested positive for 2 colony forming units (cfu) of gram negative bacilli. On november 10, 2023 the scope was sampled again and tested positive for 2 cfu of escherichia coli.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The returned device was evaluated and the following defects were noted during the evaluation: the adhesive on the bending section cover had detached, the connecting tube was dented, the mouthpiece was loose, and there was evidence that the bending section was repaired by a third party. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the reported event could not be confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.